Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated troponin result for one patient sample. The following results were provided: (customer provided patient normal range <14 ng/l) sid (B)(6), initial result = 1180 ng/l, new sample drawn 2 hours later with result = 5 ng/l. Original sample repeated on same instrument = 7 ng/l no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75628ud00. In house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 75628ud00. All specifications were met indicating that the lot is performing acceptably. Device history record review for the lot did not identify any non-conformances, potential nonconformances, or deviations. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 75628ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated troponin result for one patient sample. The following results were provided: (customer provided patient normal range <14 ng/l). Sid (B)(6) initial result = 1180 ng/l, new sample drawn 2 hours later with result = 5 ng/l. Original sample repeated on same instrument = 7 ng/l. No impact to patient management reported.